Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. Customer also states that there is insulin squirting out of the insulin pump. The blood glucose reading is 167 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on display window, scratches on reservoir tube window and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.